Event description:
Reportedly during the implantation of the subject pacemaker, several problems occurred (as cardiac arrest). The previously implanted ventricular lead was replaced by a new bipolar lead, with no irregularities noted on its measurements. Following the pacemaker replacement, it was impossible to adjust the polarity of the lead in bipolar: the message displayed indicated that it was a unipolar lead, and forcing the programming, it did not work (no pace, impedance above 3000 ohms and return to unipolar mode). The pocket was re-opened. It was observed that the ventricular lead was not fully inserted into the connector. Reportedly, it was impossible to push the lead any further, as something was blocking the connector (but nothing visible). Another pacemaker was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during the implantation of the subject pacemaker, several problems occurred (as cardiac arrest). The previously implanted ventricular lead was replaced by a new bipolar lead, with no irregularities noted on its measurements. Following the pacemaker replacement, it was impossible to adjust the polarity of the lead in bipolar: the message displayed indicated that it was a unipolar lead, and forcing the programming, it did not work (no pace, impedance above 3000 ohms and return to unipolar mode). The pocket was re-opened. It was observed that the ventricular lead was not fully inserted into the connector. Reportedly, it was impossible to push the lead any further, as something was blocking the connector (but nothing visible). Another pacemaker was implanted.

Event description:
Reportedly during the implantation of the subject pacemaker, several problems occurred (as cardiac arrest). The previously implanted ventricular lead was replaced by a new bipolar lead, with no irregularities noted on its measurements. Following the pacemaker replacement, it was impossible to adjust the polarity of the lead in bipolar: the message displayed indicated that it was a unipolar lead, and forcing the programming, it did not work (no pace, impedance above 3000 ohms and return to unipolar mode). The pocket was re-opened. It was observed that the ventricular lead was not fully inserted into the connector. Reportedly, it was impossible to push the lead any further, as something was blocking the connector (but nothing visible). Another pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper mechanical and electrical characteristics.